Event description:
The event involved a 155 cm (61") pur coiled smallbore ext set with clave® and ll which was reported to have foreign material inside the tubing. It was not reported whether there was patient involvement or not; no harm was reported as a consequence of this event.

Manufacturer narrative:
The complaint of particulates could not be confirmed by investigation. No product samples, sister samples or videos were received for investigation. One photo was received for showing the bag spike and tubing; no particulates can be observed in the photo. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review was performed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Corrected information - d6a and d6b.